Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient had underwent a successful pocket revision. The pocket site was adjusted to a higher location and the patient is reportedly doing well.